Manufacturer narrative:
(B)(6). Gender/sex: female. The incision was enlarged from 2.5mm to 6.0mm. Suture was added. No visual acuity problems were reported. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. No damage on the insertion device were observed. The iol was observed with a haptic detached. The customer's reported issues of haptic detached was confirmed on the returned lens. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. There were no non-conformance reports (ncrs) related to the reported event that were associated with this production order. A search revealed that no additional complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation the customer's reported complaint was confirmed and there is no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) the trailing haptic detached. The lens was removed and replaced during the same procedure. The removal and replacement took about 10 minutes. An incision enlargement was required for the lens removal. No further information was provided.